Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6)2009. According to the complainant, after introducing the colonoscope into the pt, the forceps were passed through scope. However; while advancing, the physician encountered resistance. The device was forcibly removed from the scope and upon examination of the device, a bend was identified under the biopsy cup. The site further indicated that upon removal from packaging, no issues were found. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity.